Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to further investigate the reported event. The fse replaced the patient site manipulator (psm) 3 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psm was analyzed and no error logs were seen associated with this system. During visual inspection, no issues were identified that would be in relation to the reported event. The unit was installed onto a test system where it triggered a recoverable 25823 motor model error, confirming a fault occurred in the field. The unit was disassembled for further investigation and the insertion motor on the base end was found to be damaged. The complaint was confirmed based on failure analysis. The probable root cause is a component failure due to an electrical and fiberoptic defect as it was found the insertion motor damaged on the base.

Event description:
It was reported that during a training/demo of the da vinci system, that the patient side manipulator (psm) 3 was getting repeated recoverable faults. A power cycle/hard cycle was performed, but the issue persisted. There was no patient involvement.